Event description:
The pump was returned for an unrelated issue. During evaluation, the force sensor pins were found to be dislodged, contamination was found in the force sensor assembly, and the force sensor was found to be out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. The 2531779-03/24/2010-003-r. During testing, the load cartridge step did not recognize the filled cartridge dispensing fluid and emitting a "no cartridge detected" warning. During evaluation, the force sensor pins were found to be dislodged, contamination was found in the force sensor assembly, and the force sensor was found to be out of calibration. Unrelated to this issue, the display screen was found to be dim and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.